Manufacturer narrative:
It was not possible to determine the exact root cause as the logfiles were partly overwritten. However the motor assembly was faulty. The motor assembly was returned for evaluation. A deformation was found. Whether this is the root cause or due to removal or transport of the motor is not possible to say. The motor assembly has been replaced, the device was tested and returned to use.

Event description:
It was reported that a "vent fail" message was displayed while the device was being used on a patient. It was no injury reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.